Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image had interference, the control body was corroded, and the scope connector is corroded. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical component failure led to the reported device issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had a video error. There were no reports of patient harm.